Event description:
A nurse reported that the system had a leaking sound when performing agf (auto gas fill). It was noted that the sound seemed to occur during the purge sequence. Manual agf was performed instead. The case was able to be completed with no harm to the pt.

Manufacturer narrative:
The customer called and spoke with a company rep to troubleshoot the leaking sound when doing an auto gas fill (agf). The company rep was able to resolve this problem with the customer. The problem was a setup issue. The facility did not request service. No samples were returned for eval and no additional info was provided related to this event. Info regarding product eval is pending. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).